Event description:
A us distributor returned a monitor and reported monitor does not deliver pulses.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt and alarms) has been confirmed. Upon investigation the monitor was unable to complete functional testing. The cause for the failure was defective u1004 and u1005 components on the computer/analog board. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.